Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a cut in the outer insulation, consistent with the use of a sharp tool during the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing threshold. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high ventricular thresholds and the patient experienced discomfort in the chest area. As a result, the patient was hospitalized and a revision procedure was performed. The lead was removed and replaced. The cause for the high thresholds was not definitely confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead high ventricular thresholds and the patient experienced discomfort in the chest area. As a result, the patient was hospitalized and a revision procedure was performed. The lead was removed and replaced. The cause for the high thresholds was not definitely confirmed. No additional adverse patient effects were reported.